Event description:
Description: concerned about the use of u-500 insulin syringes. I had our endocrinology clinic call and ask about how to write for u-500 syringes. In the conversation with them, it appeared that there was some confusion on the use of these syringes with other types of insulin (levemir). In stressed to them that the pt should not be drawing up other insulin's in a u-500 syringe or the dosing would be incorrect. I now have a concern that pts on multiple insulins in vials could potentially under dose themselves by using the u-500 syringe with their other long acting u-100 insulin such as levemir creating a 5 x underdose of that insulin. (B)(4).